Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). The surgery was performed without problems. Anatomy of the patient was exceptionally favorable. A ileocolica was very well presented and ligated with caiman pl740su. One burn and one cut was applied. The result of both at the end of surgery was good. No bleeding or anything out of the ordinary. Approx 4 to 5 hours after surgery the patients status rapidly deteriorated and an another surgery was performed. Approx 3 liters of blood was found in the abdomen. The leaking vessel was a ileocolica. The patient is now recovering according to plan. No instrument will be returned on account of that the incident happened after surgery and all hazardous waste had already been disposed of. No error or other instrument malfunctions was reported during surgery.